Event description:
It was reported that a 68-year-old caucasian female patient underwent a breast augmentation revision with a two 275cc mentor memorygel breast implants and experienced bilateral rupture post-operatively, which was diagnosed with a mammogram. As a result, the patient underwent explantation on (B)(6) 2024. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 09, 2024, mentor received additional information regarding the patient's explantation. It was reported that the patient's explantation date was updated to (B)(6) 2024. Section d6b. Explantation date: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 20, 2024, mentor received additional information regarding the patient's explantation. It was reported that the patient's explantation date was updated to (B)(6) 2024. (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 29, 2024, mentor received additional information regarding the patient's explantation. It was reported that the patient's explantation date was updated to (B)(6) 2024. Section d6b. Explantation date: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 21, 2024, mentor received additional information regarding the patient's diagnosis. It was reported that the patient's breast prosthesis was found to be intact during the explantation surgery. On december 03, 2024, the mentor failure analysis lab has received the device for evaluation. On december 05, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, rupture of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).